Manufacturer narrative:
(B)(4).

Event description:
An endeavor sprint drug eluting stent was implanted in the rca during the index procedure. Approximately 33 months post index procedure patient expired. Cause of death was sepsis. Investigator has assessed that the event was not related to the device or procedure. Cec has adjudicated the patient death as cardiac.